Event description:
During the implant procedure, it was difficult to insert and remove the stylet from the right ventricular (rv) lead. The lead was exchanged and a new rv lead was implanted successfully.

Manufacturer narrative:
A complete lead was returned in one piece and the outer insulation was twisted throughout the lead. The stylet insertion test found a restriction near the connector pin and x-ray examination found the inner coil at the connector region to be overtorqued. The overtorqued inner coil is consistent with procedural damage. Electrical inspection revealed no anomalies and the helix was fully functional. The results of the investigation concluded the stylet insertion failure was due to the overtorqued inner coil consistent with procedural damage.